Manufacturer narrative:
The insulin pump was received with peeling keypad overlay, cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Event description:
It was reported that the stickers on the insulin pump's buttons came off. The customer stated that the physical damage had been a result of the insulin pump having been exposed to her sweat. The blood glucose reading was 101 mg/dl, and the most recent blood glucose reading was 155 mg/dl. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.